Event description:
Patient called pharmacy to report when she attempted to insert her dexcom g7 sensor yesterday, the needle broke off in her arm. She says she went to the emergency room yesterday and the emergency room referred her to plastics or general surgeon to have the needle removed. Type 2 dm without complication, w/long term use of insulin. I provided her with the dexcom manufacturer phone number and advised her to also follow up with the provider who prescribed the dexcom sensor. Place and date of purchase: (B)(6).